Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient removed the pod and saw the cannula was not properly seated in the infusion site (hip/buttocks). It seemed to be the wrong direction. As treatment, a new pod was applied and a manual bolus was administered.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. A leak test was performed and no leaks were found. Insulin was able to freely flow through the fluid path.